Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level did not exceed 500 mg/dl, and the continuous glucose monitor did not read "high," indicating there was no adverse impact on their blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin therapy.